Manufacturer narrative:
A ge representative evaluated the system and cleaned the tube cooling fan filter. The system operates as intended.

Event description:
The customer reported the system displayed an overload fault, which would cause the system to shut down on its own. No patient injury was reported.